Event description:
This rv lead was explanted due to high pacing impedances of greater than 3000 ohms.

Manufacturer narrative:
The returned leads were extensively analyzed. During the analysis, the leads were checked visually, electrically, and mechanically. During the electrical test of the linox smar, the increased impedance reported in the complaint text could be confirmed. The visual inspection showed a conductor fracture of the rope conductor to the ring electrode 6.5 cm proximal of the tip electrode, which is with high probability the cause of the complaint. This damage manifestation indicates significant mechanical stress of the lead during its operating time. Based on the available information, it is difficult to determine the reason for the increased stress level of the lead. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the implantation position, and individual patient factors. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Next, the safio underwent inspection, during which crushed and damaged insulation was found 20 cm distal of the is-1 connector pin. In this area, the inner conductor helix was fractured. This damage is the cause of the pacing impedance of greater than 3000 ohm measured during the revision. The damage requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, insulation fraying could be detected at the safio 10 cm distal of the is-1connector pin, which was most likely caused by friction against the generator housing. The manufacturing process of the two leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.